Manufacturer narrative:
H.6. Investigation summary four photos and two blister packs with 5ml syringes (p/n 309646) inside were received and evaluated. One package was opened from batch 0037285 and one was fully sealed from batch 9360227. It was observed one of the syringes contained 3 separate lines of dozens of ink dots with no legible scale markings and one syringe was completely blank. Both syringes were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the ink dots and missing scale defects are associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batches 0037285 and 9360227 are considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd luer-lok¿ sterile, single use syringe from lot 0037285, and 1 syringe from lot 9360227, had no scale markings. These were noticed prior to use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "have 2 5ml luer lock syringes, 2nd lot # 9360227 that do not have any markings on the syringes and unuseable."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0037285. Medical device expiration date: 2025-01-31. Device manufacture date: 2020-02-06. Medical device lot #: 9360227. Medical device expiration date: 2024-11-30. Device manufacture date: 2019-12-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ sterile, single use syringe from lot 0037285, and 1 syringe from lot 9360227, had no scale markings. These were noticed prior to use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "have 2 5ml luer lock syringes, 2nd lot # 9360227 that do not have any markings on the syringes and unuseable."